Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred. Reportedly, the cartridge was filled with 210 units. Additionally, it was reported that the customer experienced resistance when filling a cartridge. A new cartridge was successfully loaded to address the events and insulin delivery was resumed. The customer's blood glucose level was 115 mg/dl.